Event description:
The facility representative reported a colleague infusion pump with a failure code 40:320. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the evaluation of the colleague infusion pump confirmed but did not reproduce the reported problem of failure code 40:320. The root cause of this condition was a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been serviced prior to this event for the reported condition.